Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent continuity. It would shut off about 5 seconds of use and not ligate any vessels. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to 2016-01055.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Small amount of tissue and char buildup was observed on the jaws. No visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during six (6) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over six (6) repetitions using "max life test method. The device activated and transected tissue six (6) times with no cautery failure observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.67 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint for "intermittent continuity" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent continuity. It would shut off about 5 seconds of use and not ligate any vessels. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(4).

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber# (B)(4). For the follow up emdr#2, 12/08/2016.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent continuity. It would shut off about 5 seconds of use and not ligate any vessels. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to 2016-01055.